Manufacturer narrative:
This complaint has been recorded under cmp-(B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that the device was producing an incomplete mesh. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.

Manufacturer narrative:
This incident has been recorded under (B)(6). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10 review of the most recent repair record identified the following related repair: tech confirmed the device would not mesh due to a damaged gear. Tech replaced the gear, tested the unit, and returned it to the customer.. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.